Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("my husband had the same problem he even had cuts") and vaginal infection ("vaginal infection"). Essure was removed. At the time of the report, the medical device removal, dyspareunia and vaginal infection had resolved. The reporter considered dyspareunia and vaginal infection to be unrelated to essure. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("my husband had the same problem he even had cuts") and vaginal infection ("vaginal infection") and underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the dyspareunia, medical device removal and vaginal infection had resolved. The reporter considered dyspareunia and vaginal infection to be unrelated to essure. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.